Event description:
It was reported that an ilet user experienced persistent hyperglycemia after announcing a usual-sized dinner that was larger than typical and announcing again when glucose did not decline; the user also consumed a post-meal snack. Tubing patency was checked with visible drops while using a recently changed cd infusion set. Symptoms included hyperglycemia reaching 315 mg/dl. Outcomes included elevated glucose without need for medical intervention or hospitalization. Blood glucose decreased to 301 mg/dl and trending down. Investigation included customer education and troubleshooting focused on appropriate meal announcements, avoidance of announcing to correct high glucose, infusion set and tubing checks, and follow-up monitoring. Investigation of this case revealed that incorrect meal size announcement and an additional snack likely contributed to the high glucose, with no evidence of infusion set or tubing failure based on user checks showing drops and recent set change. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically under-announcement of a larger meal and post-meal snacking, were the likely cause.